Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was retuned to zoll united kingdom for evaluation. The data file of the customer's report was also provided. Review of the data file, in addition to communication with the customer, indicated the multifunction cable was connected to the shorting plug (and not the electrode pads) for the first 10 minutes of the event. The user realized and connected the cable to the electrode pads and applied them to the patient resulting in an ECG signal via pads. The device was put through extensive testing without duplicating any malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.